Event description:
Silver end smoked when put into the machine.

Manufacturer narrative:
Device was tested and did not have a pilot beam. This would indicate that the device was damaged post power test. Damage to device could have happened at any point after power test. The silver end (sma connector) smoking issue is most likely related to an internal break of the fiber inside the sma connector which would cause the sma connector to heat up and possibly smoke.